Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code. Review of device data by boston scientific technical services confirmed the battery is prematurely depleting consistent with hydrogen degradation of a component. Device replacement was recommended due to the presence of the bd code. The s-ICD remains in service and there have been no adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the s-ICD be returned back to boston scientific for analysis.